Event description:
As reported by navilyst medical's distributor in (B)(4), when priming the tubing in their angiographic convenience kit, the end user hospital was unable to eliminate air bubbles from the saline tubing. The kit was not used, and there was no patient injury. It was indicated that the kit would be returned to navilyst medical for evaluation.

Manufacturer narrative:
It has been indicated that the used product will be returned for evaluation, however it has not yet arrived. Upon receipt of the sample and completion of the investigation, a supplemental medwatch will be submitted.